Event description:
A low reading issue was reported with the adc device. A caller reported receiving an unspecified low sensor was received when compared to a healthcare professional (hcp) meter. The customer experienced dizziness and heavy cough and was seen by paramedics who obtained a sensor scan of 60 mg/dl as compared to their meter result of 116 mg/dl. The customer was administered an unspecified infusion for treatment and transported to a hospital where the customer was hospitalized but the hospitalization was not related to the use of the adc device. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.